Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, and zip code updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that the pump was triggered a high pressure alarm and the patient experienced shortness of breath during a IV remodulin infusion. There was patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.